Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The lot number was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 5. The hp stated she was connected at the time of the alarm and the supply bag was empty. The hp stated there was only solution in the heater bag. The technical service representative (tsr) assisted the hp with troubleshooting and explained se 2240 indicates a large amount of air has entered set up. The tsr assisted the hp to clear the alarm. The hp confirmed she would finish therapy with a manual bag. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.